Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device had foreign matter on device cannula / needle or any fluid path of the component. This event occurred twice. The following information was provided by the initial reporter. The customer stated: white discolored end of msn.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2021. H.6. Investigation: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for 'white discoloration on cannula' with the incident lot was observed. The samples were sent to an external laboratory for 'scanning electron microscopy- energy dispersive x-ray spectroscopy (sem-eds)' analysis. Bd was able to determine from the sem-eds analysis that the region corresponding to the whitish discoloration area was extensively covered with aligned pits/grooves caused by corrosion or an electrochemical attack mechanism. Therefore, the whitish discoloration is not a foreign material but the result of a diffuse reflection/scattering of ambient light from the roughened surface rather than a sharp reflection from a polished stainless steel surface. No root cause could be established for the reported defect. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of 'white discoloration on cannula' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device had foreign matter on device cannula / needle or any fluid path of the component. This event occurred twice. The following information was provided by the initial reporter. The customer stated: white discolored end of msn.

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex d grid: d03 cause traced to manufacturing. Investigation summary: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for 'white discoloration on cannula' with the incident lot was observed. The samples were sent to an external laboratory for 'scanning electron microscopy- energy dispersive x-ray spectroscopy (sem-eds)' analysis. Bd was able to determine from the sem-eds analysis that the region corresponding to the whitish discoloration area was extensively covered with aligned pits/grooves. The samples were subsequently sent to the cannula manufacturer for further investigation. It was determined that the white discoloration pits/ grooves is attributed to the etching process. It is common to see the white discoloration/ etching move further down from the beveled tip in cartridges where the cannula extends beyond the protection of the end cap. Only the first row of cannulas on the outside of the cartridge are affected due to the increased current density during etching. Therefore, sem-eds analysis shows no indication of a foreign material but a diffuse reflection/scattering of ambient light from the etched surface. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of 'white discoloration on cannula' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ precisionglide" multiple sample needle, the device had foreign matter on device cannula / needle or any fluid path of the component. This event occurred twice. The following information was provided by the initial reporter. The customer stated: white discolored end of msn.